Event description:
It was reported that the liquid crystal display (lcd) went out. No other details regarding the nature of this event were provided. Investigation in process, but not yet completed.

Manufacturer narrative:
Event reproduced at the (B)(4) service center.